Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level at the time of incident was 51 mg/dl. The insulin pump will not be returned for analysis.